Event description:
It was reported that the patient experienced a shocking sensation in her lower back when she tried to increase her stimulation. The device helped the patient with her symptoms. The patient was at home. Further information is being requested from the hcp.